Manufacturer narrative:
Age at time of event: "1940". (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. During visual examination of the returned device revealed that only the coil was returned, no pusher wire returned and the interlocking arm of the coil was not present. The coil was inspected and was observed to be stretched and kinked. The coil zap tip shape and surface was smooth. The dimensions of the pusher wire and coil were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-01876. It was reported that the coil was broken. The patient was undergoing an embolization procedure. Triaxial access to the right colic artery was obtained with a two non bsc catheters and a 130cm renegade stc microcatheter. Two interlock coils, 4mm x15cm and 4mm x 8cm, were implanted in the lesion. The third coil, a 4mm x 15cm interlock, was then advanced in the renegade. When more than half of the coil was deployed, the physician noted that the renegade was raising itself up due to strain from the interlock inside; possibly due to the length of the coil and inadequate space to implant it. The physician attempted to withdraw the coil back into the microcatheter, but resistance was noted. A small piece of the interlock broke off and released into the superficial mesenteric artery (sma). While attempting to withdraw the coil, the coil was stretched. The coil was pushed out of the renegade with a coil pusher, with no issues noted. The bleeding at the target lesion was stopped, therefore the procedure was completed. An imaging scan confirmed the location of the coil fragment in the sma was stable. No further patient complications were reported and the patient's condition is stable.

Event description:
Same case as: 2134265-2014-01876. It was reported that the coil was broken. The patient was undergoing an embolization procedure. Triaxial access to the right colic artery was obtained with a two non bsc catheters and a 130cm renegade stc microcatheter. Two interlock coils, 4mm x15cm and 4mm x 8cm, were implanted in the lesion. The third coil, a 4mm x 15cm interlock, was then advanced in the renegade. When more than half of the coil was deployed, the physician noted that the renegade was raising itself up due to strain from the interlock inside; possibly due to the length of the coil and inadequate space to implant it. The physician attempted to withdraw the coil back into the microcatheter, but resistance was noted. A small piece of the interlock broke off and released into the superficial mesenteric artery (sma). While attempting to withdraw the coil, the coil was stretched. The coil was pushed out of the renegade with a coil pusher, with no issues noted. The bleeding at the target lesion was stopped, therefore the procedure was completed. An imaging scan confirmed the location of the coil fragment in the sma was stable. No further patient complications were reported and the patient's condition is stable.